Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure on (B)(6) 2015 using the robotic arm interactive orthopedic system (rio). The surgeon was getting caught up on the femur while attempting to get the posterior aspect of the tibia burred, when trialing the tibial baseplate, the surgeon stated the post holes were 'way off', then proceeded to manually cut one of the post holes, without manual mako instrumentation, using a rongeur. He then attempted to place the femoral trial- he once again stated the post holes were off, the surgeon proceeded to rongeur the posterior post hole, and then he impacted the femoral trial. Surgeon trialed components again and this time 8mm poly went in easily, he then trialed the 9mm poly, and then said he wanted the 10mm poly. He cemented the components and was happy with fit, feel and alignment. The outcome of the case was successful with a case duration of over 3 hours.

Manufacturer narrative:
Reported event: an event regarding an inaccurate post hole resection involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 224 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000 the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were 4 other reported events (B)(4). Conclusion: the session and vp log data from the case was reviewed. An analysis of the robot report, probe check values, checkpoints values, bone registration values, rio registration values, and bone preparation checkpoints values was completed. A failed tool checkpoint for the femur was recorded in the vp log followed by a failed attempt to re-register the rio. According to the complaint details, it was observed the long attachment was not seated at the correct depth. This would result in the failed tool checkpoint. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon performed a partial knee arthroplasty procedure on (B)(6) 2015 using the robotic arm interactive orthopedic system (rio). The surgeon was getting caught up on the femur while attempting to get the posterior aspect of the tibia burred, when trialing the tibial baseplate, the surgeon stated the post holes were 'way off', then proceeded to manually cut one of the post holes, without manual mako instrumentation, using a rongeur. He then attempted to place the femoral trial- he once again stated the post holes were off, the surgeon proceeded to rongeur the posterior post hole, and then he impacted the femoral trial. Surgeon trialed components again and this time 8mm poly went in easily, he then trialed the 9mm poly, and then said he wanted the 10mm poly. He cemented the components and was happy with fit, feel and alignment. The outcome of the case was successful with a case duration of over 3 hours.